Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however a picture was provided for evaluation. The visual inspection of the provided photos showed the product after treatment. Residual blood in the blood side was visible. Neither a failure nor the cause for the reported failure was visible. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of a polyflux 170h, an external fluid leak was observed at the cap of the dialyzer. There was no patient injury or medical intervention associated with this event. No additional information is available.